Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced chest pain, in-stent restenosis, and unstable angina. (B)(6) 2012 - the patient presented with chest discomfort radiating towards the neck which was subsequently diagnosed as stable angina. The 95% stenosed, de novo, ostial target lesion was 10mm long with a reference vessel diameter of 2.5 mm, located in the proximal left circumflex (lcx). The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.50 x 16mm ion stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 9%. The patient was discharged the same day on aspirin and clopidogrel. (B)(6) 2012 - (staged procedure) the 90% stenosed, de novo target lesion was 10mm long with a reference vessel diameter of 3.0 mm, located in the mid right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 16mm ion stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 9%. The patient was discharged the same day on aspirin and clopidogrel. (B)(6) 2013 - the patient presented with chest pain with radiation to the back and was diagnosed with unstable angina and was subsequently hospitalized. The next day the physician treated the 90% in-stent restenosed stent located in proximal lcx with balloon angioplasty and the placement of an unspecified drug eluting stent, with 9% residual stenosis. The event was considered not recovered/ not resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).